Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent, an infrarenal extension and a non-endologix stent. On (B)(6) 2018, the patient had a routine 1-month follow up. The patient complained of claudication of the buttock. A follow up CT image was performed. The infrarenal extension was discovered to be buckled (in-folded) and the extension inner-lumen was occluded by thrombosis. It was noted that the bifurcated stent and non- endologix stent were not deformed or occluded. On (B)(6) 2018, the physician expanded the deformed infrarenal extension by ballooning. The physician elected to implant two (2) non- endologix stents and limb extension to resolve this event. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of cuff in-folding (buckling) and occlusion with the infra-renal cuff. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. Off label use due to a non- endologix stent (gore stent graft) used at time of implant. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.